Event description:
Major pump unit(s) involved: device thrombosisadditional text: within the vad and aortic graftspecific component(s) involved: pump drive unit malfunctionadditional text: alarmed & found with pump stoppageother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : drive line evaluation was in progress prior to stoppageimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.